Event description:
It was reported that the ilet system displayed a high glucose reading, the patient¿s meter reading was in the 400s mg/dl range, and an occlusion alert had previously appeared and was dismissed; glucose remained elevated until a full supply change was performed, during which a bent cannula was observed, consistent with an infusion set occlusion for an inset-type infusion set. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting, education, and supply replacement, after which glucose was expected to trend down. Investigation included review of the event history, guided troubleshooting, and replacement of all infusion supplies. Investigation of this case revealed that insulin delivery was impeded due to an occlusion associated with a bent cannula, and the event resolved after the infusion set and related supplies were changed, consistent with an insulin occlusion in the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion due to a bent cannula.